Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. A partial lead with the distal portion measuring 44.7 cm at the outer insulation and 17/3 at the inner insulation was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device exchange procedure. Prior to procedure, it was revealed that the right atrial lead exhibited noise. The lead was explanted and replaced. The patient was stable.